Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of device system failure. There is insufficient information (e.g., patient preoperative condition/medications used; intraoperative complications; patient postoperative complications/medications used) to perform a detailed review of the cases referenced. Possible root cause is that anterior chamber shallowing with transient forward intraocular lens (iol) movement, which would result in a myopic shift, was reported in the pivotal clinical trial supporting device approval, and this information is clearly stated in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the devices were not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported myopic shifts after implanting cypass devices in his patients. There are an unknown number of cases at this time. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Follow up indicated five patients were affected with the reported myopic shifts.